Event description:
The customer stated that they are new users to the meter and have not been successful in obtaining a reading. A review of the system was performed over the phone. This review indicated that segments were missing from the meter's display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.